Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. Reportedly, the ¿up¿, ¿down¿ and ¿ok¿ buttons were under responsive. It was reported that the keypad cover was undamaged and there was evidence of moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/21/2014-device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2014 with the following findings:a visual inspection of the pump found some cosmetic damages. The keypad cover was intact. Evidence of moisture intrusion was found under the battery cap, behind the display, and inside the pump when pump casing was opened. The bolus button cover was missing and a leak test showed a leak at the missing bolus button cover. The pump powered up with only the audible features. The investigation was unable to fully evaluate the reported keypad button issue due to the internal moisture damages and no conclusion can be drawn.